Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic roux en y procedure, the devices had difficulties in loading/unloading, the needle disengaged as well and fell into the patient's cavity. A new box of reloads were opened in order to complete the case. The procedure extended for more than 30 minutes due to the issue stated. There was no patient injury involved regarding the event.